Event description:
It was reported patient underwent a right hip arthroplasty on (B)(6) 2013. Subsequently, patient underwent an antibiotic treatments on (B)(6) 2013 due to superficial wound infection. It was noted patient has a chrome allergy. There has been no reported revision procedure. No further information has been provided to date.

Event description:
It was reported patient underwent a right hip arthroplasty on (B)(6) 2013. Subsequently, patient underwent an antibiotic treatments on (B)(6) 2013 due to superficial wound infection. It was noted patient has a chrome allergy. There has been no reported revision procedure. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction."

Manufacturer narrative:
This follow-up report is being filed to relay the corrected initial procedure date, which was unknown at the time of the initial medwatch.